Event description:
The customer reported that the system keeps locking up and giving generator error messages. The error clears after reboot, but keeps coming back. The tech noted the problem. This incident occurred during a procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.